Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual and functional evaluation of the reload noted no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the procedure, the instrument would not fire. The jaws of the device locked on the patient tissue, but were removed by pressing the open button of the device. There was no patient injury. A new device was opened to resolve the issue. Patient status is stable.